Event description:
A malfunction alarm was reported, identified by malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer in doing so. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact support if the issue reappeared. The customer understood and acknowledged the instructions.